Manufacturer narrative:
All available information indicates that the lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device system displayed a right ventricular (rv) pacing impedance measurement greater than 2,000 ohms. This out of range measurement appeared to be a gradual rise. All other lead measurements appeared to be stable and within acceptable limits. Upon review of the arrhythmia logbook, two stored episodes did not reveal noise. The lead appeared to be functioning within normal limits. Technical services discussed testing recommendations. To date, no adverse patient effects were reported with this clinical observation.

Event description:
Subsequent information indicates that the lead has been returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the complete lead was analyzed. The lead was returned severed in two segments at 13 centimeters from is-1 terminal pin. Calcified body fluid (calcification) covering over most of the electrode tip was observed. The returned segments were determined to have been electrically continuous. X-ray examination revealed all conductors were intact, no fractures observed. According to analysis, depending on how much calcification was on the lead before the lead was explanted, the impedance measurement could have been affected.

Event description:
Additional information was received that a revision procedure was performed. The rv lead and device were explanted. No adverse patient effects were reported during the procedure.